Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) reported a plate came loose. The implant was inserted between l5 - s1 with hammer blows. After the implant was in the correct place with a pressfit, the titanium part came off. It was impossible to attach the part again to the peek cage. The cage was left in place and an atb plate was implanted over the cage.